Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of missassembly/ connection issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 42502e lot number 22069211 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity set disconnects causing it to leak. The following information was provided by the initial reporter: of the primary sets we hang we have issues with leaking/disconnecting in places that do not even thread.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows:  medical device lot #:  unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris¿ smartsite¿ gravity set disconnects causing it to leak. The following information was provided by the initial reporter: of the primary sets we hang we have issues with leaking/disconnecting in places that do not even thread.